Manufacturer narrative:
The subject device was returned to olympus medical sys corp (omsc) for investigation. There were no defects in the shape of the distal end of the cups and the cutters. Also, the cups could open and close smoothly. As the result of checking the mfg record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the user handling or condition of the pt contributed to this event. The instruction manual of the subject device warns; do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause pt injury, such as perforation, bleeding, or mucous membrane damage. If you press the instrument's distal end too hard against the tissue in an attempt to take a sample more than needed, the rist of perforation increase. Do not take more than needed. Biopsy may cause bleeding. If you take a large sample or press the instrument's distal end against tissue excessively, the risk of bleeding with increase. Perform biopsy on minimum necessary spots only. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that during an endoscopic biopsy, there became massive bleeding, because the forceps scratched the tissue of the pt. The phenomenon occurred in either esophagus or stomach, but olympus medical systems corp. (Omsc) couldn't identify in which area it occurred. The doctor stopped bleeding with the clip and adrenaline injection.